Event description:
It was reported that during an angioplasty and stenting treatment procedure, stent damage and deployment issue occurred. The approximately 30% stenosed mildly tortuous and mildly calcified target lesion was located in the superficial femoral artery. Two 7x60x120 epic vascular stents were successfully placed in the target lesion. Another 7x60x120 epic vascular stent was advanced to the target lesion without difficulty through the two previously implanted epic vascular stents. However, when the stent was deployed it hung up in the vessel, "crinkled up" and did not fully deploy. To fully deploy, the epic vascular stent was post dilated with a non bsc balloon catheter to unknown inflations/atms. No patient complications were reported and procedure was successfully completed.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).